Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose (bg) reading was "high¿ on the pump and had moderate ketones. Elevated bg was addressed by delivering a manual correction bolus. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address occlusion alarms, and resumed insulin delivery.